Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "[Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the air could not be supplied at all due to the looseness of the nozzle. Water was unable to be supplied due to the nozzle clogging. In addition to the findings reported herein, scratches were found throughout the device and discoloration was found on the objective lens, illumination lens and the control body. Shadows were seen on the image due to the discoloration of the lens and the zoom would not operate smoothly due to a faulty zoom mechanism. The bending angle and the play of the angle knob were both out of specification due to the elongation of the angle wire. The bending tube was collapsed and the bending section adhesive was missing. Water tightness was not maintained as a result of a damaged zoom lever. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if additional informational becomes available.

Event description:
The customer reported to olympus, that there was no air/water flow to the evis lucera elite colonovideoscope. There was no report of patient harm associated with this event. During evaluation of the returned device, debris was clogging the air/water nozzle, which had been attributed to insufficient cleaning. Additional information was requested regarding this event, however, the customer was unable to provide further details. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.